Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device reload. Visual inspection noted that the reload was returned still attached to the returned adapter. The jaws of the reload were open and the reload was returned fully fired. The reload was stuck on the adapter and the reload adapter was broken. The reload was forcefully removed from the adapter resulting in a fracturing of the reload adapter. Damage to the single use loading unit lugs was noted. Functional testing could not be performed due to the noted damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic pneumonectomy procedure, the powered stapling device was being used for stapling the pulmonary aorta. The reload fired across the pulmonary aorta but would not return. Took the battery out and put it back in, but the jaws were still stuck shut. In order to resolve the issue and complete the case, used the manual retraction tool to open the jaws. The incision was extended by more than one inch due to the product problem. The surgical time was extended by thirty minutes or more due to the product problem. After, the reload would not come off of the adapter. The unlock button would not go back to unload the reload. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic pneumonectomy. The powered stapling device was being used for stapling the pulmonary aorta. The reload fired across the pulmonary aorta but would not return. Took the battery out and put it back in, but the jaws were still stuck shut. In order to resolve the issue and complete the case, used the manual retraction tool to open the jaws. The incision was extended by more than one inch due to the product problem. The surgical time was extended by thirty minutes or more due to the product problem. After, the reload would not come off of the adapter. The unlock button would not go back to unload the reload.